Event description:
During an emergency support program call, the customer reported a single gas loss alarm on the cardiosave intra-aortic balloon pump (iabp). No patient harm was reported. Assessment confirmed no blood, discoloration, or abnormalities in the helium tubing, and the alarm resolved after use of the iab fill function. The patient was mechanically ventilated with a positive end-expiratory pressure and required frequent suctioning, which were considered likely contributing factors. No patient harm, or injury was reported.

Manufacturer narrative:
(B)(6). Gas loss alarm: triggered when helium loss greater than 5 cubic centimeters per hour due to leak or diffusion. Activation: inflation greater than or equal to 80 milliseconds, deflation greater than or equal to 250 milliseconds. Primary cause: patient condition (febrile, tachycardic). System response: alarm cause venting and intra-aortic balloon deflation; occur in all modes. Mitigation: if no leaks, occlusions, or contraindicated conditions are present, perform manual intra-aortic balloon fill (purges helium, recalibrates). Fill key: press for 2 seconds to initiate autofill; resets 2-hour timer. Contraindications (per instructions for use): severe aortic insufficiency, aneurysm, advanced calcific disease, significant vascular disease, severe obesity or groin scarring (avoid sheathless insertion). Root cause evaluation: in cases with no confirmed presence of leaks in iab, iabp issues, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the alarms can be mitigated by performing a manual iab fill. When gas gain/loss alarms are not attributed to the above conditions, the most probable cause is anticipated procedural complications, stemming from the patient¿s underlying clinical and /or anatomical condition. Risk and labeling: failure mode (not pressing fill key) documented in use failure mode and effects analysis. Instructions for use provide troubleshooting steps for gas gain or loss alarms.